Event description:
Reference number (B)(4) event occurred in puerto rico, united states it was reported that the patient faced an insulin flow blocked alarm event on (B)(6)2024. The blockage was in the tubing as the insulin does not exits manually when insulin is slowly pushed through the tubing with plunger. No further information was available

Manufacturer narrative:
E1: patient city: (B)(6) patient country: puerto rico, u.s.